Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01122 & 2013-02958).

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, elevated metal ion levels, tissue and bone destruction, and the need for a revision surgery. Additional information received indicates that the initial procedure occurred on (B)(6) 2010. Information received in patient medical records indicates the revision procedure that took place on (B)(4) 2012, was due to pain and elevated metal ions. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance, as dimensional analysis found the device to be within specification. Review of the device confirmed the reported complaint. During evaluation, scratches and wear marks on the articular surface, and fractured fins were noted. However, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported that patient underwent m2a hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, elevated metal ion levels, tissue and bone destruction, and the need for a revision surgery. Additional information received indicates that the initial procedure occurred on (B)(6), 2010. Information received in patient medical records indicates the revision procedure that took place on (B)(6), 2012 was due to pain and elevated metal ions. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6), 2012 left hip revision was due to pain and noted the presence of sterile appearing effusion, lack of bone ingrowth on the cup, synovitis and elevated metal ion levels. Operative report further notes that no adverse local soft tissue reaction or evidence of pseudotumors were present. The modular head and acetabular cup were removed and replaced.